Event description:
It was reported that the patient presented to the emergency department with symptoms of shortness of breath and bradycardia. A remote transmission indicated suspected non-capture of the atrial lead. It was further reported that the lead had a micro-dislodgement and unstable thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.